Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted it was noted to have a vinyl type material outside of the central zone. The material was suspected to be from the cartridge. There was no reported patient impact. The lens remains implanted. Additional information was requested.

Manufacturer narrative:
The cartridge was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. The lens model indicated is qualified with this cartridge. The indicted viscoelastic is not qualified for use with cartridge that was used. It is unknown if a qualified handpiece was used. The root cause for the reported foreign material could not be determined. The cartridge was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. The root cause may be related to the use of non-qualified associated products. The lens model indicated is only qualified for use in the certain cartridges. The indicted viscoelastic is not qualified for use with indicated cartridges. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).